Event description:
(B)(6) called while making a visit to this patient to let us know that one of her curlin pumps had a "clock not in order" alarm going off. I instructed her to return the curlin in exchange for another pump. (B)(6) was notified. Pump number (B)(4) or (B)(4).